Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for elevated blood glucose levels up to 500 mg/dl with vomiting and the patient was treated with intravenous insulin. The reporter indicated that the prime history indicated that the pump showed that the pump fill cannula step was not performed after every site change. The prime history also showed that the tubing did not appear to be primed during the last site change which would have exacerbated the blood glucose elevations. This report is made based on the allegation that the patient was hospitalized for hyperglycemia contributed to by use error of not performing the pump prime and fill cannula functions appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.